Event description:
Pt admitted on 03/21 with hematuria, frequent high wattage alarms and increase of motor sounds from his lvad upon auscultation. Review of his records shows inr goal of 2-3 with inr wnl since january. Ldh on admission 1,552, with lvad flows 7.4 and powers 7.8. Heparin started. Ldh increased after 2 days of heparin with lvad flows and powers increasing. Pt taken to operating room on 03/25 for lvad exchange.